Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed into two segments. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that, during a follow-up, episodes of noise oversensing resulting in inappropriate tachy therapy were observed on this right ventricular (rv) lead. Additionally, low pacing impedances, high pacing thresholds, and high out of range shock impedances were observed. A revision procedure was performed to replace this rv lead. During the revision the physician elected to cut and partially abandon the lead after insulation damage and a lead fracture were confirmed in the subclavian area. A new lead was successfully placed. No additional adverse patient effects were reported.